Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported patient device incompatibility and adverse event issues as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (patient, device, method). H11: b5. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fourteen days post a port placement, the insertion site was never healed, and the patient allegedly experienced an allergic reaction to the chlorhexidine gluconate-coated port. It was further reported that the glue came off and had smelly drainage catheter. Furthermore, the patient started a round of antibiotics because of the drainage; however, never healed up and ended up getting the port removed. Moreover, fluid had buildup due to the allergic reaction and patient was told that it could be the glue or sutures that are causing the infection but unsure upon removal. Evidently, the site was almost fully healed and scabbed up, and the patient underwent second round of antibiotics as the blood culture test result came back positive for infection. Reportedly, the defective infected port was removed. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fourteen days post a port placement, the patient allegedly had a reaction after having her port placed. It was further reported that the port contained a chlorhexidine gluconate coating. Additionally, the glue came off and had smelly drainage catheter. Reportedly, after port was removed, fluid buildup and patient were told that it could be the glue or sutures that are causing the infection but unsure. Culture came back positive from when port was removed. However, the current status of patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported patient device incompatibility issue as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fourteen days post a port placement, the insertion site was never healed, and the patient allegedly experienced an allergic reaction to the chlorhexidine gluconate-coated port. It was further reported that the glue came off and had smelly drainage catheter. Furthermore, the patient started a round of antibiotics because of the drainage; however, never healed up and ended up getting the port removed. Moreover, fluid had buildup due to the allergic reaction and patient was told that it could be the glue or sutures that are causing the infection but unsure upon removal. Evidently, the site was almost fully healed and scabbed up, and the patient underwent second round of antibiotics as the blood culture test result came back positive for infection. Reportedly, the defective infected port was removed. The current status of the patient is unknown.